Manufacturer narrative:
Method and results: no product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported the infusion set leaked insulin. This occurred during basal rate delivery when the infusion site was in her arm. She changed the infusion set and experienced additional leaking of insulin when she tried to bolus 15 units. The infusion set was inserted by hand, and patient heard an audible click when she attached the tubing to the headset. She is not certain where the leak originated from, and she was unable to see if the cannula was bent. Patient was on injection therapy at time of report and had an appointment scheduled with her physician. Infusion sets were discarded and not requested for evaluation. Follow-up was completed with the patient on two separate occasions, but she had not yet restarted the infusion device. A third attempt was made and was not successful. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.